Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a sensing anomaly, which led to auto mode switch episodes. On (B)(6) 2014, the patient was seen for follow-up and further auto mode switch episodes were noted. The patient would be monitored.